Manufacturer narrative:
Upon further investigation it was determined that this complaint is a duplicate of an existing complaint, for which MDR 1218950-2016-03206 was submitted. Please see the corresponding reports for evaluation data.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device's screen starts to flicker on shock energies above 70 joules. There was no reported patient involvement.